Event description:
It was reported that the catheter got stuck on the guidewire. The target lesion was located in the diagonal artery. A 2.25 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for treatment. During the procedure, the balloon catheter got stuck with a guidewire and was unable to be removed, both devices were removed as a single unit, and the guide wire was removed from the catheter outside the body. The procedure was completed with an alternative device. There were no patient complications and the patient was stable following the procedure.